Event description:
During pcl reconstruction, t2 would not deploy on three devices and that one t was left in the patient. Surgeon completed repair by removing patients meniscus. Another lot was used 50344349 and it could not track back of which was ok and which was not deploy. Sales rep confirmed that the devices will not be returned because they were discarded at the facility.

Manufacturer narrative:
Devices were not returned for evaluation. (B)(4).